Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy.